Manufacturer narrative:
(B)(4). Device evaluated by MFR.: the device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The investigation conclusion is operational context as the product meets the design and manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited. (B)(4)

Event description:
Same case as MDR ID: 2134265-2018-02905. It was reported that balloon rupture occurred. In (B)(6) 2018, a 12x90/8fr uni plus halo 75cm wallstent® endoprosthesis was implanted in the superficial femoral vein. Nine days later, a 10.0 x 40 75cm mustang¿ balloon catheter was advanced to dilate a lesion with a stent thrombosis of the previously implanted wallstent. However, during the first inflation at 10 atmospheres for 3 seconds, the balloon ruptured. The device was completely removed from the patient and the procedure was completed with another of the same device. No patient complications were reported that the patient's status was stable.